Event description:
The customer reported a malfunction with their pump, indicated by malfunction code 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, while tandem technical support arranged for a replacement pump. Additionally, the customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label within ten days.